Event description:
N/a

Manufacturer narrative:
The fse replaced the pneumatic module assy (d997-00-1178) due to damage extension tube holder. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : corewell hlth trenton hospital . A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had a damaged extension tibe holder. There was no patient involvement reported.